Event description:
It was reported that during the implant attempt, the device was connected and began oversensing a lot of noise on both the atrial and ventricular channels. The device was not used, and another device was implanted. The new device did not experience any of these issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.